Manufacturer narrative:
Concomitant products: cruise guidewire (sjm); 6f medikit sheath introducer. There was no additional patient information available. There was no reported difficulty removing the product from the packaging. No damage or kinks were observed upon inspection prior to use. The product was prepped properly according to the instructions for use (IFU). There was no information provided regarding contrast or the contrast to saline ratio used. There was no reported difficulty or resistance/friction reported during advancement through the guiding catheter or accessing the lesion. The balloon inflated, deflated, and re-wrapped normally. The product was removed intact from the patient. No additional information was available. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The complaint received states that during an interventional procedure the savvy balloon ruptured below nominal pressure and after the rupture had withdrawal difficulty. The target lesion was the right superficial femoral artery (rsfa). The lesion was reported to be: heavily calcified, moderately tortuous, and a 99% stenosis. The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the physician positioned the 80 cm savvy 3.0 mm x 4.0 cm balloon catheter at the target lesion for pre-dilation but the balloon ruptured at 6 atm. When the physician attempted to remove the balloon catheter through the 6 fr. Medikit catheter sheath introducer (csi), it became stuck. The physician had to remove the balloon catheter and sheath together. The type and ration of contrast used was not reported. It is unknown what kind of an indeflator was used. The procedure was completed successfully at this point with no further intervention/loss of access to the target lesion. There was no reported patient injury. The product has not been returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15257160 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15257160. Leak and burst test results were reviewed and no anomalies were found during manufacturing process of this lot. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available. However, there are possible vessel characteristics, specifically the heavy calcification, tortuosity and percent of stenosis that may have contributed to the event.

Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the physician positioned the 80 cm savvy 3.0 mm x 4.0 cm balloon catheter at the target lesion for pre-dilation, but the balloon ruptured at 6 atm. When the physician attempted to remove the balloon catheter through the 6 fr medikit catheter sheath introducer (csi), it became stuck. The physician had to remove the balloon catheter and sheath together. The procedure was completed successfully at this point with no further intervention/loss of access to the target lesion. There was no reported patient injury. The target lesion was the right superficial femoral artery (rsfa). The lesion was reported to be: heavily calcified, moderately tortuous, and a 99% stenosis.